Event description:
Consumer reported complaint for the trueplus pen needles. Customer reported complaint of inaccurate dispense, stating that the 31g pen needles did not dispense the insulin. Customer reported complaint for 2 boxes of the pen needles: additional report reference number (B)(4). The package had not been open or damaged when received by the customer. The customer is using compatible product and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. The customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 05-mar-2025: h6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were not returned. Complaint was forwarded to supplier quality based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by the manufacturer. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.